Event description:
It was reported that the patient started having trouble with her ptm (personal therapy manager) on (B)(6) 2013. It wouldn¿t let her get a bolus and was saying she had more time left than every 4 hours. The ptm screen would also flicker in and out, so the patient replaced the batteries first with batteries she had at home and then she went and bought new ones. Once the new batteries were put in, initially it wouldn¿t come on, but then did eventually and the patient hadn¿t had an issue with the screen since. The patient wasn¿t sure if it was the settings on the ptm because they ¿set it wrong the last time¿; they reprogrammed it wrong about a month ago. The bolus was supposed to be set for every 4 hours and they set it for every 10 minutes and the bolus was supposed to run over 10 minutes and they set it to run over 2 minutes. When the patient was in on (B)(6) 2013, they told her they had programmed it wrong the last time. At that time, they upped her dose and reprogrammed it. Now it was locking her out every 5 or 6 hours not like it used to be at every 4 hours. It also wouldn¿t let her get her morning dose until 9:30, when previously she got it between 6 and 8. It was supposed to be set for every 4 hours 5 times per day. The ptm was currently programmed to 4 times per day with a 4 hour lockout interval not to exceed 4 times in 24 hours. The pump was delivering fentanyl and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that at the (B)(6) 2013 clinic visit, the patient was still having a significant amount of pain in her mid-back. The increase in the continuous dose on (B)(6) 2013 didn't help much; increasing the pa (patient activated) dose duration to 10 minutes helped with the tingling feeling she got with boluses. The ptm (personal therapy manager) dose helped for about 2 hours. The patient was using her ptm 4x/day. The patient's dose was increased; the ptm parameters were unchanged. The patient returned to the clinic for re-evaluation on (B)(6) 2013. At that time, the patient continued to have mid to lower back pain with radiation to the right lower extremities. Following the pump increase on (B)(6) 2013, the patient stated that 3 hours after giving herself a bolus her pain returned. Increasing the bolus duration to 10 minutes had helped; however, her whole body continued to tingle and she had an uncomfortable itching that lasted about an hour. The pump and pa dosing were increased at the visit; the ptm programming error was made at this time. Following the visit, the patient's right leg was getting worse with pain and weakness. On (B)(6) 2013, the ptm programming error was corrected and the pump was refilled. Re-evaluation and dose titration were continuing.